Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. Investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Additional information: h6 - method code: 4117 has been updated to 4114.

Manufacturer narrative:
Additional information: h6 - patient code: 2692 was updated to 2388.

Event description:
Additional information was received that patient lost therapy as the ipg reached end of service (eos).